Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 145 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received in the not deployed position. Inspection of the pod found the chassis assembly to be incorrectly installed. The incorrect installation of the chassis resulted in the cannula deploying in the bottom housing. The cannula was unable to deploy as intended due to the incorrect installation. Corrosion was observed on the bottom housing and pcb assembly. Fluid accumulated inside the device since the cannula assembly deployed inside the bottom housing. The battery voltages were measured to below the expected. An external power source was used to download the data. Even though, the battery voltages were below the expected the data contains no timeouts, drive stalls, or hazard alarms, indicating that the low voltage did not interfere with insulin delivery.